Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was hospitalized from (B)(6) 2013 to (B)(6) 2013 due to experiencing pain at the ipg site which resulted in surgical intervention to relocate the ipg. The date of the procedure is unknown.